Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was unable to duplicate the customer's reported issue. The stm reviewed the log files and noted that there were no electrical faults. The customer's biomed stated that it was believed the customer is using dry-gel pads. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the ECG signal for the cardiosave intra-aortic balloon pump (iabp) was not synching. It was later clarified that the ECG signal was not reading. There was no patient harm and no adverse event was reported.